Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and troubleshooting was performed with the site. It seemed the problem was with the "can" signal from the navigation system to the microscope. When "can" was unplugged from the system, the signal was going to "hud". When can is plugged in there was no image in "hud". There was no failure with the microscope. Something needs to be correct at the "can" signal from the navigation system. It was found that the communication between the microscope and the navigation shows in calibration-software green status, but it´s impossible to calibrate system with the microscope. No image was seen in "hud". They will revisit the site to resolve the issue. A system checkout was performed. The system is ready to use without microscope. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the microscope installation failed. It was impossible to calibrate the navigation system with the microscope. Troubleshooting found that there was no image in "hud". No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the no parts of the system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.